Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator monitor indicating audio glitches. There was no reported patient involvement. The field service engineer (fse) confirmed, when the user saw the prompt - whether to hear the discharge beep during the device self-test, and presses no by mistake, the screen prompted an audio fault. The fse guided users to operate the self-test correctly. The user confirmed that there is no problem with the machine and the self-test passes. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.